Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported feeling jolts post implant. The device was checked, programmed and the issue was resolved; however, the patient is starting to feel the symptom again and this time it includes being positional. Attempts to follow up with the patient's clinic were not successful. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.